Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the bottom of the cartridge. Customer loaded a new cartridge to address the issue. There was no adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received.